Event description:
The aortic punch used in this procedure retained tissue in the cylinder instead of allowing it to be discarded. When the doctor used the punch a second time, the tissue was released and partially caught on the edge of the blade. The device was immediately replaced with a new punch device.